Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation procedure, an air leak was noted. The sheath was inserted into the patient, the needle was inserted into the dilator and the septum was punctured. When negative pressure was applied with a syringe for flushing, air was aspirated. Attempts to aspirate the air were unsuccessful. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.